Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after ten years of patient use. There is no information in this complaint about any patient injuries, activities, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint for this part number. The root cause of the dislocation was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the pt dislocated after 10 yrs of use. The 22mm insert was replaced with a 28mm insert and the +4/22mm head was replaced with a 28mm/+7 head. The screw was used to remove the original liner.